Manufacturer narrative:
(B)(4). The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on may 08, 2020 that a wallstent biliary rx uncovered stent was to be used to treat a tumor in the pancreas during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the stent could not be released inside the patient. The device was removed and the physician attempted to deploy the stent outside the patient. Reportedly, the clear outer sheath opened a little bit but the stent could not be released further. Per review of the video and photo provided by the complainant, the stent wires were bent. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Despite efforts, boston scientific has been unable to obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available, a supplemental report will be submitted.